Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of high inr results for 1 patient from a coaguchek inrange meter serial number (B)(4) compared to the laboratory method using weren pt reagent on a sysmex cs5100. The discrepant results are highlighted. The patient's therapeutic range was 2.5 - 3.5 inr. There was no allegation of an adverse event. The patient's material was requested for return. Relevant retention test strips (lot 281241) were tested in comparison with the master lots coaguchek xs pt (lot 286321-80, lot 12415880). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.